Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 25mm trifecta valve was implanted. On (B)(6) 2022, the valve was explanted for an unknown reason and replaced with a sjm mechanical valve. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of explant for unknown reason was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.